Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced visual impairment ("rapid onset of vision problems (wearing glasses within 5 months after insertion)"). In 2017, the patient experienced tendonitis ("elbow tendinitis"). On an unknown date, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("fatigue"), constipation ("constipation"), cardiovascular disorder ("poor blood circulation") and appendicitis ("urgent appendicitis"). Essure treatment was not changed. In 2019, the tendonitis had resolved. At the time of the report, the musculoskeletal pain, visual impairment, fatigue, constipation, cardiovascular disorder and appendicitis outcome was unknown. The reporter considered appendicitis, cardiovascular disorder, constipation, fatigue, musculoskeletal pain, tendonitis and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003412) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced visual impairment ("rapid onset of vision problems (wearing glasses within 5 months after insertion)"). In 2017, the patient experienced tendonitis ("elbow tendinitis"). On an unknown date, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("fatigue"), constipation ("constipation"), cardiovascular disorder ("poor blood circulation") and appendicitis ("urgent appendicitis"). Essure treatment was not changed. In 2019, the tendonitis had resolved. At the time of the report, the musculoskeletal pain, visual impairment, fatigue, constipation, cardiovascular disorder and appendicitis outcome was unknown. The reporter considered appendicitis, cardiovascular disorder, constipation, fatigue, musculoskeletal pain, tendonitis and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.